Event description:
This lead was capped and replaced because the shock impedance was greater than 150 ohms. There were no adverse events reported for the patient. Should additional information be received, this file will be updated.